Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative pain."

Event description:
It was reported that patient underwent a right total shoulder arthroplasty on (B)(6) 2015. Subsequently the patient was revised on (B)(6) 2015 due to pain. All components were removed and replaced with a reverse total shoulder system.